Event description:
Twenty four hours after treatment with juvederm ultra in the upper cheekbone area, the patient observed, slightly above the treatment site, swelling under both eyes, and under the left eye the patient experienced discomfort from puffiness and burning. The physician prescribed prednisone which did not alleviate the symptoms. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.